Manufacturer narrative:
The pt was successfully resuscitated and transferred to the hosp. As of 24 hours post event the pt was alive and remained hospitalized. The clinic would not provide any further info about the pt or the incident. In 2006 the gambro senior clinical complaint investigator spoke with the biomedical tech. At the time of the event he took a dialysate sample and sent it to the lab for analysis. The result demonstrated that the machine was properly proportioning the prescribed dialysate formula. Per clinic policy the clinic requested that gambo inspect the machine. On 7/11/2006 a gambro technical services field rep inspected the machine. He found the machine was operating correctly and within MFR's specifications. The machine has been returned to service without further incidents. Customer stated that they are not alleging a product malfunction or defect. Gambro found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submission of this report as an admission of liability.